Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was discarded therefore a return sample evaluation is unable to be performed. A bezoar is a known complication of a intestinal tube placement. The device manufacturer and lot number of the tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie tube. Conservatively, abbvie has chosen to report this event due to the potential that the involved tube could have been the abbvie tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date about 2015 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The tubing became blocked and was going to be replaced. The physician tried to take the old tube out by pulling but that did not work. By looking with a scope it was revealed that the internal peg fixation plate was inside the intestine and that at the end of the intestinal tube there was gathered contents from the intestine. This gathered content and the inner fixation plate was taken out through the patients mouth with a scope. The external retention plate was outside the patients stomach and skin on the right place as it should be. The new tube was put in place without problems.